Event description:
It was reported that the insulin pump alarmed and squirted insulin during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Troubleshooting revealed a protruded drive support cap. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.